Event description:
See also MFR report#: 3004209178201005954. A loss of therapeutic effect, specifically "during the day" was reported. Stimulation seemed to have worked better in the evening while she was sitting or lying down. Stimulation was also felt in the wrong location, such as down her legs. Pt indicated that she was "going along just fine and being able to urinate until (B)(6) 2010, when all of a sudden she experienced pain along her urethra and her flow stopped." A feeling of tightness occurred in her urethra, which then had moved up towards the bladder. The tightness sensation was experienced with stimulation turned off. The pt noted also that her feet had swelled, which meant she was not "clearing" well. The pt indicated she did not have a bladder infection. The pt's status is good.

Manufacturer narrative:
(B)(4).